Manufacturer narrative:
Eval: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp. (This follow-up MDR was mailed to the FDA on 6/19/98).

Event description:
After the intra-aortic balloon pump for 36 hours, the "leak in iab" alarm sounded from the system 90 pump. Then, blood was noted in the tubing and the intra-aortic balloon was removed. On 4/27/98, the following info was reported to datascope, the intra-aortic balloon was inserted into the pt on 4/10/98. After intra-aortic balloon pump for 36 hours, blood was noted in the catheter. (Event complications: none from the event - reported 4/17/98.) (Pt's current status: o.k. - rpt'd 4/17/98).